Event description:
The device was returned to the service center with a report from the customer contact that when device was connected to ac power socket, the electrical automatic fuse of the socket (not the device) switched off. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device showed evidence of burn marks and signs of melting on the peripheral printed circuit board and the ac receptacle.

Manufacturer narrative:
During testing burn marks and melting were noted on the peripheral power supply pwa (printed circuit board) and around the a/c receptacle. Visual investigation found evidence of extreme fluid ingress internally. Corrosion was noted on all the pwas due to the fluid ingress. The probable cause of the charring and melting was due to a short circuit caused by fluid ingress due to use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.